Manufacturer narrative:
The explanted device is expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during a routine device follow-up, interrogation of this device revealed a code 1003 indicative of battery voltage too low for the projected remaining capacity had been recorded. The rest of the device check found no issues. It was recommended by technical services to replace the device. The device was explanted and replaced the following week. No additional adverse patient effects were reported.

Manufacturer narrative:
It was later confirmed by the field representative that the device was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.